Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery the patient required a revision due to the impingement of the humeral component on the rim of the glenoid. The humeral shell and liner were removed to gain access to the glenoid components. The glenosphere with the retaining screw was removed from the baseplate, the baseplate and 4 locking screws were removed. A new baseplate was implanted more inferiorly on the glenoid face, with 4 new locking screws.